Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 500 mg/dl confirmed by fingerstick, while the fsl3+ sensor displayed 383 mg/dl, and the user suspected but could not confirm a bent cannula; the user changed the sensor and infusion supplies, after which glucose values were in range. Symptoms included dizziness and sluggishness. Outcomes included return of glucose to within target after user-led troubleshooting, with no hospitalization or medical intervention required. Investigation included customer counseling on appropriate troubleshooting steps and monitoring. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with a possible infusion site or cannula issue unconfirmed, and no device malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.